Manufacturer narrative:
B5 - describe event or problem. Update: additional result information was provided on 16may2023 by the customer with detailed results of the viral load confirmatory testing for sid (B)(6) and the confirmatory testing results for the viral load and inno-lia for sid (B)(6). Both of these samples are from the same patient. Sid (B)(6): viral load (genexpert) of 17.099 iu/ml. Sid (B)(6): viral load (roche cobas 6800) of 5.020 iu/ml; inno-lia from fujirebio result: lia: c1 2+, e2 1+, ns3 1+, ns4 1+, ns5 +/-.

Event description:
Update: additional result information was provided on 16may2023 by the customer with detailed results of the viral load confirmatory testing for sid (B)(6) and the confirmatory testing results for the viral load and inno-lia for sid (B)(6). Both of these samples are from the same patient. (B)(6): viral load (genexpert) of 17.099 iu/ml. (B)(6): viral load (roche cobas 6800) of 5.020 iu/ml; inno-lia from fujirebio result: lia: c1 2+, e2 1+, ns3 1+, ns4 1+, ns5 +/-.

Manufacturer narrative:
The complaint investigation for false nonreactive alinity I anti-hcv results included a search for similar complaints, and the review of complaint text, trending data, labeling, in-house testing, and device history records. Return testing was not performed as returns were not available. The review of complaint activity by lot indicates that the lot performs as expected for the product. The tracking and trending were reviewed and did not identify any related trends for the product for the issue. A device history record was reviewed and did not identify any non-conformances or deviations associated with the reagent lot 50448be00. In-house testing of a retained reagent kit of the complaint lot 50448be00 was performed. All controls met specifications and no false non- reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. The seroconversion panel results were compared to architect anti-hcv test results. The complaint lot 50448be00 detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. Note: alinity I anti-hcv and architect anti-hcv utilize the same reagents and sample/reagent ratios. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for alintiy I anti-hcv reagent lot 50448be00.

Event description:
The customer reported false nonreactive alinity I anti-hcv ii results for a patient with kidney and liver failure along with acute hepatitis c. The following data was provided (reference range: < 1.00 s/co is nonreactive, > or = to 1.00 s/co is reactive): on (B)(6) 2023 sid (B)(6): initial anti-hcv ii result = 1.16 s/co (reactive); repeat result = 1.16 s/co (reactive); viral load = positive. On (B)(6) 2023 sid (B)(6) (new sample from same patient): initial anti-hcv ii result analyzed on ai03274 = 0.73 s/co (nonreactive); repeat result analyzed on ai01890 = 0.67 s/co (nonreactive); viral load = positive (has not increased compared to the first sample); inno-lia from fujirebio (confirmatory test) result = positive. Update: additional result information was provided on (B)(6) 2023 by the customer with detailed results of the viral load confirmatory testing for sid (B)(6) and the confirmatory testing results for the viral load and inno-lia for sid (B)(6). Both of these samples are from the same patient. Sid (B)(6): viral load (genexpert) of 17.099 iu/ml. Sid (B)(6): viral load (roche cobas 6800) of 5.020 iu/ml; inno-lia from fujirebio result: lia: c1 2+, e2 1+, ns3 1+, ns4 1+, ns5 +/-. There was no impact to patient management reported.

Manufacturer narrative:
Patient identifier: (B)(6). (Different samples from the same patient). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p06 that has a similar product distributed in the us, list number 8p05.

Event description:
The customer reported false nonreactive alinity I anti-hcv ii results for a patient with kidney and liver failure along with acute hepatitis c. The following data was provided (reference range: < 1.00 s/co is nonreactive, > or = to 1.00 s/co is reactive): on (B)(6) 2023 sid (B)(6): initial anti-hcv ii result = 1.16 s/co (reactive); repeat result = 1.16 s/co (reactive); viral load = positive. On (B)(6) 2023 sid (B)(6) (new sample from same patient): initial anti-hcv ii result analyzed on ai03274 = 0.73 s/co (nonreactive); repeat result analyzed on (B)(6)= 0.67 s/co (nonreactive); viral load = positive (has not increased compared to the first sample); inno-lia from fujirebio (confirmatory test) result = positive there was no impact to patient management reported.